Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images confirmed extrinsic outflow graft obstruction (eogo). A specific cause for this finding as well as a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The submitted CT images showed a deformation of the outflow graft under the outflow graft bend relief, which appeared consistent with eogo. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient continued ongoing on heartmate 3 lvas, serial number (B)(6), until they passed away (MFR # 2916596-2025-00582). The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a prolonged admission with left ventricular assist device (lvad) outflow graft washout on (B)(6) 2024. The reason for the washout and admission was a chronic low flow alarms and an acute kidney injury (aki). The patient underwent a chest computed tomography (CT) scan with fibrous material around the lvad bend relief. Additionally, the patient was hospitalized for a mechanical fall on (B)(6) 2024.

Event description:
The material around the bend relief was described as a caseous, crumbly white/pale yellow material which surrounded the outflow graft. Cultures were sent which were negative. The CT also showed nonocclusive thrombus in the lvad outflow cannula with a stable to slightly increased burden from outside CT abdomen and pelvis dated (B)(6) 2024. It was felt that the findings represented fibrinous tissue/thrombus within the bend relief causing outflow compression rather than thrombus, leading to the washout and decompression on (B)(6) 2024. Log files were not sent.

Manufacturer narrative:
B5: additional information: h6: health effect- clinical codes, and medical device problem code, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.